Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion repeatedly. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. The flow line test was performed with no issues noted. The upstream sensor was found to be out of specification and could not be calibrated. A review of the event history log revealed multiple 'upstream occlusion¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.